Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited multiple untreated episodes with oversensing and smart pass deactivation. The patient was brought in for follow-up where an x-ray taken showed the electrode had dislodged and was twisted around the s-ICD can. The patient was thought to have contributed to this via manipulating their implanted system, but they were also noted to have had a change in their weight as well. Tachycardia therapy was deactivated, and the patient was hospitalized. Surgical intervention was later performed, and the electrode was explanted and replaced. This s-ICD continues to remain in service with the new electrode and no additional adverse patient effects were reported.